Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that patient received a transmitter not found. It was reported that the operating system for the smart device was not a supported system. No additional patient or event information is available. Data was provided for evaluation. The reported event transmitter not found could not be confirmed. A root cause cannot be determined. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.